Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that no endoscope image was displayed due to following: blackout of endoscope image due to broken wire or short circuit in the imaging cable. Blackout of endoscope image due to short circuit caused by cracked tabs on the imaging circuit board. Blackout of endoscope image due to separation of the joint of the imaging circuit board. Blackout of endoscope image due to abnormal continuity caused by internal water immersion. Blackout of endoscope image due to abnormal continuity of el connector or el cord. Blackout of endoscope image due to connector damage or deformation. Blackout of endoscope image due to lens damage or contamination. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: inspection of the endoscopic system, warnings and cautions or precautions. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device exhibited a leakage. It is unknown when the reported issue was found. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that an endoscope image was not displayed. This report is being submitted for the malfunction found during device evaluation (no endoscope image).